Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Five days post filter deployment, venous duplex scan of bilateral lower extremity revealed left calf vein deep vein thrombosis involving the peroneal veins from proximal to distal calf. Eventually one year and seven months later, the patient presented with right lower quadrant abdominal pain and fever. Subsequent computed tomography revealed, an inferior vena cava filter was unchanged. Fifteen days later, computed tomography revealed, an inferior vena cava filter was in stable. Eventually two years and five months later, another computer tomography revealed an inferior vena cava filter with two struts penetrating anteriorly within the retroperitoneal fat, inferior to the third portion of duodenum and comparison are made to previous computed tomography. Approximately two months later the patient presented with right lower quadrant abdominal pain. Subsequent x-ray abdomen supine and upright with chest 1 view revealed an inferior vena cava filter in place. The patient visits the hospital numerous times for the right lower quadrant abdominal pain. Therefore, the investigation is confirmed for the perforation of the ivc. However, the investigation is inconclusive for the filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device: expiry date: 12/2013.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into organs. The device has not been removed and there were no reported attempts to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Three, four months and eight months post filter deployment a computed tomography of abdomen and pelvis, a ventilation perfusion scan study was performed for abdominal pain, left lower quadrant pain and shortness of breath respectively. Approximately four years and one month post filet deployment, computed tomography of abdomen and pelvis was performed which showed inferior vena cava filter was noted with two struts penetrating anteriorly into the retroperitoneal fat, inferior to the third portion of duodenum. Therefore, the investigation is confirmed for the perforation of the ivc. However, the investigation is inconclusive for the filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into organs. The device has not been removed and there were no reported attempts to retrieve the filter. The current status of the patient is unknown.